Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the emergency room. Interrogation revealed intermittent right ventricular loss of capture occurring every other beat. No loss of capture greater than two seconds was revealed. The patient reported symptoms of dizziness but no syncope and is hemodynamically stable. An internal technical service consultant was contacted and recommended verifying right ventricular lead integrity as the impedance measurements have increased, however, remain within labeling specifications. A decision will be made regarding lead revision in the near future. Additional information was received. No asystole greater than two seconds was revealed. It was thought this was a lead issue due to the increasing impedance measurements. The revision procedure is scheduled. No further patient symptoms were reported.

Manufacturer narrative:
Upon receipt of further information, this event will be updated.